Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Data log review showed a very slight, gradual rise in purge pressure and decrease in purge flow beginning on (B)(6) 2025. However, purge pressure and purge flow were fairly stable throughout the case. There were no signs of low purge pressure or high purge flow that would indicate a purge leak. No product was returned. The root cause of the pump purge leak was most likely a damaged sidearm but the exact location of the leak is unknown since product was not returned.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the impella 5.5 has a purge fluid leaking out of the sidearm at the site of the hole on the membrane of the purge reservoir. The purge flows and purge pressures have remained stable. The local team advised to continue to monitor purge flows/pressure closely at this time. The patient was successfully weaned and the patient outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
Purge leak - pump: clinical details state that purge fluid was leaking out of the sidearm at the site of the hole on the membrane of the purge reservoir, but purge flow and pressure remained stable. Data log review showed a very slight, gradual rise in purge pressure and decrease in purge flow beginning on (B)(6) 2025. However, purge pressure and purge flow were fairly stable throughout the case. There were no signs of low purge pressure or high purge flow that would indicate a purge leak. No product was returned. The root cause of the pump purge leak was most likely a damaged sidearm but the exact location of the leak is unknown since product was not returned.